Event description:
The customer reported that the device powered up on configuration mode.

Manufacturer narrative:
The device was evaluated at philips where the reported symptom was confirmed. The bezel assembly was replaced which resolved the reported issue. We will consider this a failure of the bezel assembly.